Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as the shocking and pain was sudden and it was short lived as 30 seconds or so. Pain hit at different times. It never happened when up and around but hit when they sat down and elevated their feet or woke them up at night. Issue had been resolved as they had their "battery" changed on (B)(6) 2018 and thank god, they had not had the shocking sharp pain since. Patient was asking as was there any chance the unit was damaged during one of their medical procedures/dentist when they did not turn unit off? Most procedures, they did turn it off but never did turn it off when going to get their teeth cleaned. They have checked with company on many occasions to verify treatments on surgeries would not damage unit. Patient was very happy to have this device. They mentioned that their podiatrist was happy to hear the news as they were kept telling that it did not have anything to do with the 5 different surgeries that they had done on their left foot or arthritis that they had in both feet. Patient weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient would experience a "shocking pain" "every now and then" in the big toe of the left foot for the past 3 years. The caller then reported when they had the initial ins implanted they put "a lead" or something on the patient's "great toe" and monitored something through the patient's big toe. The patient was then wondering if they did something to "misplace that lead: that could cause the shocking pain. Additionally the patient indicated that they would prop up their feet "all of a sudden" the patient's big toe would feel like someone was smashing the patient's toe with a hammer. The patient's pain was described as feeling like an electrical shock or sticking the patient's toe in an outlet which would last about 30 seconds and then the pain would be gone. The pain was reported to have been occurring since implant, but the patient indicated that their healthcare provider (hcp) did not think that the shocking had anything to do with the implant. However, since the patient had the ins replaced the patient had not experienced the shocking pain. Ins replaced was confirmed to be due to normal battery depletion. The patient reported that they have had multiple foot surgeries on the left foot, but their hcps indicated that the pain had nothing to do with the surgeries. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Event description:
Additional information was received from the patient. Patient said the first implant they had for 5 years and it worked perfectly. Patient then made a comment that the "first one was starting to act up" so they went in and changed it. Patient mentioned they had 8 foot surgeries and they did a nerve conduction study on their great toe and patient reported they "kept telling them" that it was the device that was causing their great toe to hurt and stated no one believed them. Patient reported they know it was the device because they would be sitting and felt electric shocks in their great toe. Patient stated now they didn¿t have electric shock in their great toe anymore. Patient stated they had initial implant changed in 2018.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.